Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead needed to be repositioned twice due to poor detection. On the second positioning, it was more difficult to retract the helix. During the third positioning, helix extension was difficult, but extended after forty turns. All ra measurements were appropriate. After the left ventricular lead was positioned, the ra lead was connected to the device and high out of range impedance measurements and noise were noted. It was confirmed the ra lead had not dislodged. The ra lead was tested through the pacing system analyzer and the out of range impedance measurements remained in bipolar configuration; however, there were acceptable measurements in unipolar configuration. The physician elected to remove the ra lead and replace it. No adverse patient effects were reported.